Event description:
It was reported that the pump was submerged in water. Subsequently, an altitude alarm occurred while the customer was not outside of the labeled operating altitude range and a cartridge alarm 1 occurred during bolus delivery. A new cartridge was loaded to resolve the issues. Customer's blood glucose level was 100-200 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. Your pump should not be worn in hot tubs or jacuzzis.